Manufacturer narrative:
Describe event or problem, other relevant history - updated. The results of this investigation were unable to conclude the model of the returned valve. The unknown abbott epic or biocor valve contained outflow thrombus on all three cusps and circumferential fibrous pannus ingrowth on the inflow surface. There was no acute inflammation or significant calcifications present in the valve. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the thrombus and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Event description:
Per report, post-procedure, the patient has made a smooth recovery.

Manufacturer narrative:
UDI: unknown since the serial number was not provided. (B)(4).

Event description:
Approximately 3 years ago, this patient underwent a mitral valve replacement (mvr) and this tissue valve (model and sn unknown) was implanted. As the implanting procedure occurred in (B)(6) there is limited information available on the device. The explant procedure occurred in (B)(6) on (B)(6) 2017. A re-do mitral valve replacement (mvr) was performed due to prosthetic valve dysfunction. The valve implanted in the mitral position was explanted and a 29 mm masters series mechanical heart valve (model: 29mj-501, serial: unknown) was implanted. Upon explant of the tissue valve in the mitral position, significant calcification and pannus formation resulting in impeded mobility of cusps were observed. The patient's mitral annulus appeared to be heavily calcified as well. Per report, the sewing cuff of this valve was damaged during explant. The manufacturer of the tissue valve is unknown; however, based on the explanting physician's experience, he reports the valve resembles an abbott-manufactured tissue heart valve (epic or biocor).